Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 460 mg/dl. The customer stated that his blood glucose was 460 mg/dl due to eating dinner and he normally gives his insulin after her eats to know what he ate but he was unable to give his bolus due to the insulin flow block. Customer's blood glucose value was unknown at time of call. Customer stated that pump had to bolus was plugged and to reset it and customer was getting insulin flow block alarm on his pump. Customer troubleshoot for insulin flow blocked alarm during basal and customer stated that the insulin exited. The product was returned for analysis.